Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter tip was defective during use. The following information was provided by the initial reporter, translated from spanish: "patient who required peripheral venous access cannulation, but multiple punctures were performed (5) due to the poor quality of the yelcos, yelcos were blooming."

Event description:
It was reported that the bd insyte¿ IV catheter tip was defective during use. The following information was provided by the initial reporter, translated from spanish: "patient who required peripheral venous access cannulation, but multiple punctures were performed (5) due to the poor quality of the yelcos, yelcos were blooming".

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.